Event description:
It was reported that during implantation of an impella cp resistance was met in the iliac artery and the introducer could not advance past this point. Shockwave was used to treat the iliac lesion and allow for insertion of the sheath and pump. No patient harm was reported.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation and added clinical review. The cause of the difficultly to advance was patient related as the clinical details state once the iliac lesion was treated, the sheath was able to be inserted and the pump was able to be delivered.